Event description:
It is reported that a patient is planning for 3rd to 4th revision of lcck knee implant due to poly lock down screw loose in joint space. Implant date is known.

Manufacturer narrative:
Evaluation summary: it is reported that the poly lock down screw is loose and is in joint space. It is important for the function of the devices that the stem extension taper is solidly impacted to firmly seat it, and the locking screw is tightened to the recommended 95 lbs. The cause of the problem could not be definitively determined based on the available information. No product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer considers the investigation closed.